Event description:
New information received indicated that no patient consequences reported..

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Programming changes were made. The patient status is unknown.